Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout procedure, the right ventricular lead was noted to have high impedance and no capture in bipolar and a possible fracture was suspected. The patient is noted to have a hobby/sport of shooting with a rifle. The lead remains in use. No patient complications have been reported as a result of this event.